Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 51mm diameter abdominal aortic aneurysm. It was reported that approximately 6 years post the index procedure during ptra (percutaneous transluminal renal angioplasty) for investigation of decreased renal function, a type ia endoleak was observed. A cuff device was additionally implanted for treatment of the endoleak and the event has resolved. As per the physician, the cause of the event is related to patient vessel morphology, the patient's aortic neck became aneurysmal. No additional clinical sequelae were reported and the patient is fine.